Manufacturer narrative:
A supplemental report is being submitted for completed engineering evaluation. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to h.6: type of investigation, investigation findings, and investigation conclusion. An addition was made to b.5 and h.6: component code and device code. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into the patient with associated sheath damage have not been linked to device malfunctions or manufacturing nonconformances. Instead, the root causes for these events have historically been attributed to calcification, tortuosity, steep insertion angles, undersized vessels, and/or constrained access. Additionally, sheath damage can result from increased push force and any device manipulation used to overcome the difficulty. The complaint for inability to introduce sheath was confirmed through imaging evaluation. Available information suggests patient factors (calcification, undersized vessels) likely contributed to the event. The patient had "severe calcification" and a minimum luminal diameter (mld) of 5.3mm (mld for 14f esheath+ is 5.5mm). Furthermore, the vessel was dilated and shockwave performed prior to sheath insertion, but the perceived root cause reported was "bulky calcium at the puncture point." Sharp, calcified nodules within the patient access vessel can act as physical obstacles, leading to higher push force. Undersized vessel diameters can constrain the sheath, increasing friction and subsequently influencing push force. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. The complaint for sheath distal tip split was confirmed through imaging evaluation. Available information suggests patient factors (calcification, undersized vessels) and/or procedural factors (high push force) likely contributed to the event. The patient's bulky calcium at the puncture point that potentially influenced the vessel size likely presented a challenging anatomy to navigate, resulting in physical interaction with the sheath tip damage. Additionally, the operator may have applied increased push force or manipulated the device to overcome the difficulty, which may have led to the observed sheath tip split. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels are known potential risks or adverse events associated with the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral tvr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilia-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve (all models) can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14 fr sheath is 5.5 mm. In this case, there was no allegation or indication a product malfunction contributed to the vascular dissection event. Investigation results suggest/indicate patient factors of severe calcium at the puncture point may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 14 fr esheath, an attempt was made to advance through right transfemoral (tf) access point. There was resistance at the arteriotomy, and the esheath was removed and the tip was noted to have "crumpled" backwards. A new 14 fr. Esheath was prepped and successfully advanced through the right tf. A new dissection was noted at the right fem head where the esheath was attempted to be inserted. Vascular surgery was consulted, and they opted to deploy a covered stent at the level of the vessel dissection. The perceived root cause of the crumpled sheath was bulky calcium at the puncture point. A photo of the device provided by the fcs revealed the esheath had a split distal tip.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 14 fr esheath, an attempt was made to advance through the right transfemoral (tf) access point. There was resistance at the arteriotomy, and the esheath was removed. The tip was noted to have "crumpled" backwards. There was no difficulty withdrawing the esheath. A new 14 fr. Esheath was prepped and successfully advanced through the right tf. A new dissection was noted at the right femoral head where the esheath was attempted to be inserted. Vascular surgery was consulted, and they opted to deploy a covered stent at the level of the vessel dissection. The perceived root cause of the crumpled sheath was bulky calcium at the puncture point. The calcium was severe, and the minimum luminal diameter was 5.3 mm.

Manufacturer narrative:
Investigation is ongoing.